Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Unexpected product returned. Note attached to product "ev2012 - 688684 IV fluids started; blood filled blue cap and was oozing out of cap." There was no pt harm reported and no medical intervention was required. Customer did not provide any additional event or pt information.